Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 205 ohms. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances had a large jump in february of 2023 to greater than 200 ohms. It dropped down one month later, and now it is again greater than 200 ohms this january. The low energy impedances are high but within normal limits. Technical services discussed some testing options with the caller. The doctor elected to explant and replace the electrode. There were no additional adverse patient effects.